Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had rejected new battery and also had no delivery alarm and the top of the battery compartment was crack and broken and missing about 20% of its threads for the cap to screw into. The device will not be returned for analysis.